Manufacturer narrative:
According to the information received, this case would be linked to an infection. Skin infections may manifest as lumps and nodules and appear within days after injection. These are well-known and widely documented adverse reactions in the context of hyaluronic acid filler injections. Infections are usually caused by an association of multiple bacteria that invade the wound at the site of injection due to a temporary disruption of the skin barrier. Lack of asepsis during injection and/or posttreatment care and intraoral injections are common etiologies for this complication. Adequate treatment with antibiotics leads to a complete resolution of the symptoms without sequelae. Additionally, the risk of such adverse events is mentioned in the instructions for use of teoxane products.

Event description:
This case occured outside of the USA, in united kingdom. The UK subsidiary notified teoxane geneva about an adverse event on (B)(6) 2024. A patient was injected on (B)(6) 2024 with 2 syringes of rha 4 on unknown areas. The injection was done with the retrotracing technique. The day after, on (B)(6) 2024, the patient was treated with botulinum toxin without issue. Approximately 10 days after the injection (date was not precised), the patient experienced lump and swelling on the right jawline. As treatment, the patient was prescribed antibiotics (amoxicilin 500) for 1 week, as well as tapered steroids (prednisone) for 5 days (40, 30, 20, 10). On (B)(6).2024, the injector visited the patient and noticed that the lump/swelling was still present. Therefore, a new antibiotic (flucloxilin) was prescribed for 4 days. The local medical expert was contacted to provide support on this case and diagnosed the case as an infection at the right mandibular angle. According to him, the lesion needed to be incised and drained. He also recommended prescribing a dual course of antibiotics (ciprofloxacilin 500 mg and doxicyclin 100 mg) for 10 days and possibly dissolving the filler after the resolution of the infection. Despite several reminders, no additional information could be retrieved. Thus, the case was closed as is.

Event description:
This case occured outside of the USA, in united kingdom. The UK subsidiary notified teoxane geneva about an adverse event on 17-jul-2024. A patient was injected on (B)(6) 2024 with 2 syringes of rha 4 on unknown areas. The injection was done with the retrotracing technique. The day after, on (B)(6) 2024, the patient was treated with botulinum toxin in the head without issue. Approximately 10 days after the injection (date was not precised), the patient experienced lumps and swelling on the right jawline. As treatment, the patient was prescribed antibiotics (amoxicilin 500) for 1 week, as well as tappered steroids (prednisone) for 5 days (40, 30, 20, 10). On (B)(6) 2024, the injector visited the patient and noticed that the lump/swelling was still present. Therefore, a new antibiotic (flucloxilin) was prescribed for 4 days. The local medical expert was contacted to provide support on this case and diagnosed the case as an infection at the right mandibular angle. According to him, the lesion needed to be incised and drained. He also recommended prescribing a dual course of antibiotics (ciprofloxacilin 500 mg and doxicyclin 100 mg)) for 10 days and possibly dissolving the filler after the resolution of the infection. At the time of this report, no additional information could be obtained. The situation and symptoms remain monitored.

Manufacturer narrative:
According ot the information received, this case would be linked to an infection. Skin infections may manifest as lumps and nodules and appear within days after injection. These are well-known and widely documented adverse reactions in the context of hyaluronic acid filler injections. Infections are usually caused by an association of multiple bacteria that invade the wound at the site of injection due to a temporary disruption of the skin barrier. Lack of asepsis during injection and/or posttreatment care and intraoral injections are common etiologies for this complication. Adequate treatment with antibiotics leads to a complete resolution of the symptoms without sequelae. Additionally, the risk of such adverse events is mentioned in the instructions for use of teoxane products.